Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that the patient's cannula was dislodged. The blood glucose level of the patient was high which was treated by correction bolus via pump. No further information available.